Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture in all vectors. It appeared that the lead had dislodged into the atrium or the entrance to the coronary sinus. The lead was repositioned.